Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The log file appeared to capture a loss of power to the mobile power unit (mpu) at 11:11 am on 02jan2026. This was immediately followed by power cable disconnect alarms. The system continued to operate at the set speed and was supported by the controller¿s backup battery (ebb) until the ebb was depleted and the system stopped at 1:28 pm. In addition, the log file captured multiple low flow events on 01jan2026. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The low flow events seemed to be a patient related issue and not an equipment related issue. The mcs equipment was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a double power cable disconnect was unable to be confirmed. The reported event of the controller being shut down was confirmed via the submitted log files. The submitted controller event log file captured a no external power alarm on 02jan2026 at 11:11:24 while connected to the mobile power unit (mpu) due to a loss of ac power. The backup battery supported the system until 02jan2026 at 13:28:33, when the backup battery fully depleted resulting in pump stop. The controller shutdown shortly after. The no external power event has been addressed under the mpu investigation. The log files did not capture both power cables being disconnected; however, it cannot be conclusively determined if both power cables were disconnected after the mpu lost ac power. Multiple attempts were made to obtain additional information regarding this event; however, no additional information has been provided and to date, the controller has not been received. This file will be reopened if the controller is received at a later date. The root cause of double power cable was determined to be due to user error. A root cause for the controller being shut down was determined to be due to the full depletion of the backup battery during a no external power event. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to ensure one power cable is always connected to an external power source. Section 2 of the IFU, entitled ¿system operations¿, explains the operation of the controller backup battery. This section informs the user the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away at home on (B)(6) 2026. The patient had last spoken with their brother around 10am on (B)(6) 2025. The brother attempted to call the patient that afternoon and could not get a hold of them. The brother went to the patient's house to check on them. The patient was found down with both power cables disconnected from power and the system controller was completely dead with no lights or audible sounds. The coroner was sending the controller back for further investigation and to pull log files. This was being worked as a suicide but was still to be determined.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.